Manufacturer narrative:
The customer report was observed during review of the activity logs. However, the device was put through extensive testing including bench handling, stress testing and full functionally testing without duplicating a malfunction with the device. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.